Event description:
It is reported that the insertion site was the right basilic vein. The difficulty was encountered when attempting to advance the guide wire and upon removal. The guide wire kinked and got stuck in the vein. The device was removed by gently pulling it out. The clinician started to reinsert the needle and noticed something on the tip of it. The guide wire sheared and a portion of the metal had attached itself to the needle. A second attempt at placement was made, but it is unk if it was successful. The device is not available for review, nor do they know the lot number. There are no reported pt injury, complications or death. No intervention was required.

Manufacturer narrative:
(B)(4). The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU products containing guide wires warns about possible damage to the guide wire or risk of serving the guide wire if it is withdrawn against the needle bevel. A device history record review could not be performed since a lot number and product number were not provided and sales history could not isolate the product sold to this customer. Complaint verification testing could not be performed because no sample was returned for analysis. The potential cause of damage to the guide wire during insertion or removal could not be determined based upon the info provided and without a sample.